Event description:
The pt reported in his letter sent to stryker directly, that he had an unforeseen revision surgery, due to a broken gamma3 nail. The details as reported: he had an injury (trochantic fracture) in 2009, and was operated the same day with using the trochanteric nail kit and lag screw. Within the recovery phase, he began the 11.02. With walking without crutches. On the following month, he did a longer walk and reported afterwards pain, and the loose of control in his leg. The surgeon could not detect any issues in investigation done in the next day, on 12.5., they did a dynamise operation, in which the lower screw was removed. In a post-investigation on 22.6., the surgeon in the hosp detected that the nail was broken, and they had a revision surgery on 17.7. In another country, where they removed the broken nail, and replaced with a steel-kondyle-plate from another MFR.

Manufacturer narrative:
Devices will not be returned. They are retained by the pt. If additional info becomes available, it will be reported on a supplemental.